Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with a (right) 275cc mentor memorygel breast implant and a (left) 250cc mentor memorygel breast implant, suffered bilateral breast implants malposition and right breast discomfort, post-procedure. As a result, the patient underwent bilateral revision on november 1, 2021. During the surgery, it was discovered that the right breast implant has ruptured. Subsequently, a bilateral breast pockets repair was performed and the right breast implant was replaced with a (275cc mentor memorygel breast implant catalog: 3502751bc lot: 9642442 sn: (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.